Manufacturer narrative:
Per report, "customer called in stating blood pressure monitor turns on but does not do anything. It times out and displays error message ER u. Customer tried new batteries and did not solve the issue. Customer would like a replacement." Customer also reported that, "this bp monitor was given to me by a clinic manager in the rehab department of stroger hospital in chicago, where it was used in a triage environment. They did not report any adverse patient event and simply grabbed another bp monitor when it failed to inflate. I do not have any specific details. I tried replacing the batteries, but the pump still did not inflate."there were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per report, "customer called in stating blood pressure monitor turns on but does not do anything. It times out and displays error message ER u. Customer tried new batteries and did not solve the issue. Customer would like a replacement."